Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient was hospitalized after wearing the pod between 24 and 36 hours on the back. Despite manual injections, her blood glucose (bg) levels were "really high" and "would not decrease." The pod went into alarm. Subsequently, the patient went to the hospital and was found to have high blood glucose levels and dehydration. Treatment included intravenous therapy. No further details on specific bg levels, official diagnosis, or further treatment details were available.